Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement. This issue was confirmed through x-ray imaging. The patient underwent surgical intervention to replace the device. The physician attempted to place a new lead with no success leading to the possibility of an epicardial lead to be implanted in the future. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis due to decontamination of the device.